Event description:
Sales rep advised that, "on wednesday october 27th at 5pm I received an email from arthrex customer service. She had received a call from (B)(6) hospital. He explained that a patient had presented with infection issues arising from a previous sub pectoral biceps tenodesis using a large pec button from arthrex. He did not state when the surgery occurred. He was calling to ask what the material is of the large pec button and suture material. I stated the material make up (titanium and ultra high molecular polyethylene suture).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.